Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps had a black cable frayed on the wrist, bipolar activation was intermittent. A back-up instrument was used for safety issues. No fragments fell inside the patient. The procedure was completed with no reported injury. There was a delay of less than 15 minutes.

Manufacturer narrative:
The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. No signs of thermal damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.